Event description:
I have been a diabetic pt at the hosp and currently using a techlite lancets for testing, on the bottom of the product that the pharmacy sent me shows an expiration date that was sent to me on 11/05/07, and indicates that the product expired. I attempted to settle this problem with co., -product manufacturer, and the pharmacy and gave me different explanations concerning the matter. As far as I know and by law, we read the expiration dates as it is shown on the product, both MFR and the pharmacy kept on insisting that it has to be read backwards. The way it has supposed to be read is: the month, date, and year. Both parties insisted that it has to be read: year, date, and month. They both claimed that the product was manufactured overseas, and that's the way they read it out there.